Manufacturer narrative:
A few photos were shared by the customer, where an ICU medical set #12514-01 and unknown bd devices are observed, both are on a sealed package in an additional photo a sealed item #12512-01, microclave is observed as well. However, no damage, anomalies, or issues are observed. The complaint of leaks on item 12512-01 cannot be confirmed. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The device history review (DHR) couldn't be performed due to the lot number for this complaint was unknown.

Event description:
The event involved a microclave¿ clear neutral connector where the customer reported that the intravenous (IV) tubing was leaking during patient use in the emergency room - c pod. The customer further reported difficulty in connecting or tightening the connectors of the device, which resulted in the leakage. There was evidence of leakage observed beneath the tagaderm sticker used to cover the IV and connector. The data was collected by the staff ER apex CT scanner; there was no repeat test performed. There was patient involvement, but harm was not reported as a consequence of this event.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device, a probable cause is unable to be determined. A device history review could not be completed due to the unknown lot number. Possible lot number: 13701450. Manufacturing date: 07/11/2023. Expiration date: 07/01/2028.